Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in puerto rico, us. This emdr is being submitted for an unknown number quantity. It was reported that patient faced infusion set cannulas came off due to a lack of adhesive event on 22-feb-2026. No further information available.